Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1s4rx, implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urge incontinence and urinary/bowel dysfunction. It was reported, that they feel like they were not feeling stimulation anywhere, but sometimes in the side of their leg. Patient said, they don't know if something was wrong. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received, from the health care professional (hcp). The hcp stated, that it was unknown about the most likely cause of the event. The old lead was replaced with the resolution of the symptoms. The event was resolved. The hcp stated, that the cause of feeling stimulation on the left side of leg was not determined. The most likely, cause of the event would be, due to the old lead. The issue was resolved, by the new lead replacement. The hcp confirmed, that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1s4rx, implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 11-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.